Event description:
It was reported the pt's devices were turning off by themselves on a number of occasions, "once in (B)(6) 2010, twice in (B)(6) 2010, and twice in (B)(6) 2010." On each occasion, the pt turned the devices back on with the pt programmer. No cause could be determined. The devices were continuously used, and the pt was receiving effective stimulation. Ref MFR report #9614453201009424.

Manufacturer narrative:
(B)(4).